Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit shut down in the middle of planned maintenance due to a cpu internal error, preventing mechanical ventilation. There was no report of patient involvement.